Event description:
A greenfield filter was implanted on an unknown date. It was noted that perforation occurred on an unknown date. No further patient complications were reported. It was further reported that on (B)(6) 2017. The patient received a CT scan of the abdomen without contrast. Findings revealed that 3 legs of the filter are noted outside of the vessel measuring approximately 4 to 5mm outside of the vessel margin maximal dimension. No retroperitoneal hematoma or hemorrhage is within the abdomen.

Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on an unknown date. It was noted that perforation occurred on an unknown date. No further patient complications were reported.